Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced rewind anomaly, no delivery/occlusion alarm, unspecified alarm. The customer reported no adverse event. The event involved product(s) mmt-1886. Customer reported receiving a pump error. Customer was able to clear the error but was unable to complete the rewind process no harm requiring medical intervention was reported. The customer will discontinue to use the pump. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
No¿critical pump error (open book image) alarm¿noted during boot up. Pump was received with unable to prime/seating. Unable to perform the displacement, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self-test due to unable to prime. Successfully downloaded history files and traces using thump. In further full review in the pump history file/ trace and found (5) no delivery/occlusion alarms on 25-sep-2024 started from 11:31:46 to 11:57:47 during basal delivery. Pump was cut open to perform visual inspection and found dried insulin on the motor slide and corroded motor home switch. Force sensor zero offset within specification (23.87 mv). Test sc1-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay. Unable to prime/seating due to dried insulin on the motor slide. Rewind anomaly not confirmed. No delivery/occlusion alarm was unknown. E/a alarm unspecified not confirmed. Cosmetic damage found on the pump case. Corroded motor home switch found during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.